Event description:
The regional account specialist reported the customer received a questionable troponin t stat result for one patient sample. The result for the first sample drawn from the patient at 1 am was < 0.010 ng/ml (negative). The patient was kept for observation. The result from a second sample drawn from the patient at 5:40 am was 0.165 ng/ml (positive). Based on this result, the patient was transported to another facility and admitted. At the other facility, the result from a third sample draw from the patient four hours later was <0.010 ng/ml (negative). The second sample primary tube and an aliquot were then retested on the original analyzer and a cobas e411 analyzer. The results were <0.010 ng/ml (negative). The repeat result was believed to be correct. The customer did not know if or when the patient was discharged, but stated that the patient did not have a cardiac event. The troponin t stat regent lot number was 17575901 with an expiration date of 02/28/2015. The field service representative could not find a cause. He performed checks and all were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. It was found the customer was not following the tube manufacturer's recommendation for centrifugation conditions. Therefore, issues caused by pre-analytics could not be excluded. Review of the provided analyzer alarm data found open cover alarms which indicate incomplete shielding which might have caused small signal variations.